Manufacturer narrative:
If any additional information is received, a supplemental report will be submitted.

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating, "after use, during reprocessing, the user found that the scope was leaking." Involving ultrasound video bronchoscope model eb-1970uk serial (B)(4). There was no report of death, serious injury or other significant/important medical event. No further information was provided at the time of the report.